Manufacturer narrative:
Block h6: device code 1528 captures the reportable event of delivery system difficult to remove. Block h10: a hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received fully deployed and expanded. The stent deployment hub was at step #2, the catheter hub was in its original position, and the catheter lock was in the unlocked position. The yellow safety clip was not returned. A kink was noted in the polyimide tubing. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. The stent was measured to be within specifications. There were no other issues noted. The kink found in the polyimide tubing is consistent with operational difficulties experienced during the procedure and is likely due to anatomical or procedural factors. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. Procedural factors, such as the handling of the device and normal procedural difficulties encountered during the procedure, could have possibly affected the device performance and its integrity contributing to the reported event. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the gallbladder during a gallbladder drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the second flange of the stent was successfully deployed. When the physician attempted to remove the delivery system through the stent, it could not be removed possibly due to a bend in the catheter. When the delivery system was withdrawn, the stent was removed with it. A second hot axios stent was placed through a second puncture site to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the gallbladder during a gallbladder drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the second flange of the stent was successfully deployed. When the physician attempted to remove the delivery system through the stent, it could not be removed possibly due to a bend in the catheter. When the delivery system was withdrawn, the stent was removed with it. A second hot axios stent was placed through a second puncture site to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.